Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. The prostyle device was introduced, and the lever was opened (step 1). Reportedly, strong resistance was felt when attempting to push the plunger down (step 2). Therefore, the physician removed the device. Manual compression was applied to achieve hemostasis. Once the device was outside of the patient anatomy, the physician pressed the plunger firmly to understand the cause of the resistance. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty with the plunger could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to plunger deployment issue, include but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.